Event description:
Patient run, cd34 enrichment with tsls. A pump stall error occurred with ~8 min left in process. User opened pump door and did not notice any issue (ie collapsed tubing or blockage). Final recovered product was 22ml and had lower than expected cell numbers. Running the emergency program twice did not result in enough cells for treatment. Patient did not receive treatment.